Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having electric shocks since february 2016 but had not had any for the last week. He was currently on 0.8v and did not want to turn stimulation up because he was having the uncomfortable stimulation. The patient did feel stimulation and therapy was on, but there was a return of symptoms since (B)(6) 2016. Now the intervals between going to the bathroom were shorter and shorter just within the last month, since (B)(6), but then sometimes it was ok.

Event description:
Additional information received from the consumer reported the shocking sensation condition had not returned. The patient reported having issues with inconsistency regarding frequency. It was noted that their frequency ranged from every hour to every three hours, depending on the day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.